Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported less than a month after the dental implant was placed in ada site 30, the implant had achieved primary stability (but not osseointegration) in type IV bone. The site was grafted with bio- oss. The product will be forwarded to the manufacturer for investigation. There were no reported complications (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported less than a month after the dental implant was placed in ada site 30, the implant had achieved primary stability (but not osseointegration) in type IV bone. The site was grafted with bio- oss. The product will be forwarded to the manufacturer for investigation. There were no reported complications.